Event description:
It was reported in a journal publication that eighty three patients underwent radiofrequency ablation for treatment of barrett¿s esophagus. Per the article, one patient reported melena and was hospitalized for three days. The patient was treated with a conservative treatment and required no transfusions. No further complications were reported.

Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).